Event description:
It was reported that during the patient's generator replacement surgery due to battery depletion, low impedance was seen on the new generator once it was implanted. There is no indication that the lead was replaced during the surgery. No additional relevant information has been received to date.

Manufacturer narrative:
Brand name, corrected data: initial report inadvertently did not include lead brand name. Model #, corrected data: initial report inadvertently did not include lead model 302. Device manufacture date, corrected data: initial report inadvertently listed manufacture date of ¿na¿ instead of ¿ni¿.